Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded. A 3cc syringe for flush was used and then they realized that a 5cc syringe for flush is recommended. Providine was used to clean the device for insertion, no alcohol or acetone was used. After insertion, nurses use chlorohexidine for hub cleaning. They do not routinely clean the catheter or tubing. The tubing is changed daily with each new tpn. The customer reports that they do not know when the uvc was removed. The device was not replaced.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an umbilical vessel catheter (uvc). The customer states that they had an issue with a baby at (B)(6) weeks old and in this incident sepsis ap on day 8 of life which required antibiotics. The patient was administered vancomycin and continued to have positive cultures for several days. A second antibiotic was necessary. The customer further reports that they have not changed any processes for insertion. After the first sepsis incident they implemented chg 3% after day 2. The customer states that the same nurses and practitioners insert the line. The customer further reports that pvp was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to secure. The catheter was secured with a stitch. The specific date of insertion is not known, only an approximate. The uvc was inserted in the umbilicus and was in continuous use.